Manufacturer narrative:
Terumo has received the actual device for eval. Visual inspection and pressure testing were performed and no failures discovered, unable to duplicate event. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, the pre-bypass filter separated on the inside of the casing. There was no pt involvement, the product was changed out and the surgery was completed successfully